Event description:
It was reported that the lead was explanted when repositioning was unsuccessful for low sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.